Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the reported components were used as an antibiotic hemi spacer. The previous infection had cleared, so the surgeon removed these components to implant a reverse shoulder arthroplasty.